Event description:
It was reported the implantable cardioverter defibrillator(ICD) exhibited far field r-wave oversensing. The ICD was explanted and replaced. The patient condition was unknown. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of far-r oversensing was verified but not confirmed. An implantable cardioverter defibrillator(ICD) was received for analysis. The electrogram(egm) directory was reviewed and found episodes of atrial oversensing due to far-r oversensing. Visual and electrical testing were normal with no anomalies found suggesting the cause was due to external factors.